Event description:
It was reported that the patient received appropriate shocks from their implantable cardioverter defibrillator (ICD) for recurrent ventricular tachycardia (vt) which did not convert the patient¿s rhythm. The patient was admitted for ep study and ablation. During ablation process patient had another episode of vt that was not paced terminable by the pacer. The patient was started on intravenous medication. The device remains in use. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Abdominal stent graft x 4 2013 (B)(6); 4076 lead 2013 (B)(6). (B)(4).